Event description:
It was reported that the patient was experiencing dizziness and a "fuzzy" head. The lead was seen on x-ray as having some slack. The lead exhibited high pacing threshold and fluctuation in threshold, possibly due to breathing. At a second check the next day, the thresholds were within normal range with no changes with body posture or breathing. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.